Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the battery was successfully reset and stimulation has returned to normal. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for headaches and non-malignant pain. The rep reported that a power on reset (por) had occurred. They stated that the ins recharger (insr) gave a code of (B)(4) before it allowed the patient to start the normal recharge screen. They reported that it popped up after the 60:00 timer was complete and they hit the green button. The healthcare professional (hcp) would not allow the rep to stay with the patient to clear the por. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.